Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of the breach in aseptic technique was further described as due to the patient not wearing a mask while performing pd therapy. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the event with intraperitoneal (ip) fortum, 2 grams (frequency was not reported) and vancomycin, ip, 2 grams every fourth day (both for 14 days). On the following day, the patient was retrained in aseptic technique. Three days after onset, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.